Event description:
Three reports rec'd regarding leaking from air vent on filter and air entrainment. Pt #1 of three was receiving tpn and intermittant antibiotic therapy. Amount of leakage unk, no harm reported.